Event description:
It was reported that the lead integrity alert was triggered due to oversensing, noise, and intermittent post-pace t-wave oversensing. The right ventricular and left ventricular pace/sense leads were swapped in the head of the device during a previous device replacement. The leads remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One lead integrity alert triggered a patient alert for lead failure predictor on (B)(4) 2011 18:30:17. Oversensing was also noted as seven ventricular non sustained tachycardia episodes <=210 ms occurred between (B)(4) 2011 16:33:48 and (B)(4) 2011 18:47:39.